Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-02499. It was reported the patient leads had migrated after being in a car accident. As a result, the patient underwent surgical intervention on (B)(6) 2020, wherein the leads were explanted and replaced to address the issue. Additionally, both leads were added to the record since it was unknown which lead was explanted and replaced.